Event description:
It was reported that during the implant procedure, inserting the lead into the pulse generator header was difficult. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed the reported complaint. During testing, is-1 test leads could not be fully inserted into the pulse generator header. The inner diameter and contact springs of the device were inspected and found to be within normal product specifications.